Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the implantable cardioverter defibrillator (ICD) had a problem with the setscrew. The lead was not able to be fastened in the header. The device was not implanted. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.